Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a software download, normal function resumed.